Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Full e1 establishment name: (B)(6) hospital. The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This medical device report (MDR) is related to the following MFR report numbers: 9610595 - 2024 - 01728. 9610595 - 2024 - 01991. 9610595 - 2024 - 01989. 9610595 - 2024 - 01990.

Event description:
It was reported, a damaged connecting tube was used in conjunction with multiple endoscope reprocessors, which led to inadequately cleaned scopes. The scopes were used in approximately 20 upper gastrointestinal diagnostic examinations. The procedures were completed with no reports of patient harm. This medical device report (MDR) is being submitted to report the potential harm to patient 3 of 20.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the end-user regarding the reportable event description. Refer to the b5 and d4 serial number fields. This MDR is related to the following MFR report #s: 9610595-2024-01728 9610595-2024-01991 9610595-2024-01989 9610595-2024-01990 9610595-2024-02038 9610595-2024-02037 9610595-2024-02061 9610595-2024-02072 9610595-2024-02103 9610595-2024-02071 9610595-2024-02068 9610595-2024-02065 9610595-2024-02097 9610595-2024-02063 this medical device report is related to the following MFR report numbers: 9610595-2024-01728 9610595-2024-01991 9610595-2024-01989 9610595-2024-01990 9610595-2024-02038 9610595-2024¿02037 9610595-2024-02061 9610595-2024-02072 9610595-2024-02103 9610595-2024-02071 9610595-2024-02068 9610595-2024-02065 9610595-2024-02097 9610595-2024-02063.

Event description:
The end-user facility has provided additional information stating that a total of 10 patients were impacted by the inadequately reprocessed endoscopes; not the originally reported 20. None of these 10 patients experienced any adverse health effects from use of the inadequately cleaned endoscopes. This medical device report (MDR) is being submitted to capture patient 3 of 10.